Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of nov 2020 through sep 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on plug strap bond edge assessed as unidentified (tear) opening (shell thickness was within specification). Other-technical: plug strap separated no observed. Additional observations: creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported "plug strap separated". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported "plug strap separated". Device has been explanted and replaced.